Manufacturer narrative:
No report of patient involvement. Date of manufacture was not available at the time of filing. The ge healthcare technician replaced the power switch to resolve the reported issue.

Event description:
During ge healthcare depot repair center checkout, it was noted that the unit restarts when power switch cap was flipped. There was no reported patient involvement.